Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurements. Technical services (ts) suggested this is likely a lead insulation issue as pacing impedance measurements were stable then abruptly dropped low out of range. Noise due to suspected lead insulation issue was oversensed. Ts advised capture thresholds had increased and there was potential loss of capture exhibited. Additional information has been requested but was not provided at this time. This rv lead remains in service. No additional adverse patient effects were reported.